Event description:
Hold cjc. Customer reported the inner cannula would not fit or lock in correctly. Failure was detected prior to use, therefore extubation and reintubation of a replacement tube was not required. Customer confirmed there was no pt involvement.

Manufacturer narrative:
Covidien cts reference# (B)(4). Investigation pending receipt of sample for analysis. If sample is rec'd a summary of the investigation will be provided in a supplemental report. Referencing related medwatch report 2936999-2014-00367 and 2936999-2014-00206.